Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have seen some improvement during the night but not during the day. Patient said they spoke with their healthcare provider "2 months ago in the office" and healthcare provider recommended patient stay on program 2 at 1.5. Agent reviewed how to increase stimulation. Patient was able to successfully increase stimulation on the call. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received on 2026-mar-30 from the patient. They reported that the stimulation was still not improving their frequency issue. The caller stated that they tried a new program in february and changed the program twice in march. The caller stated that they changed the program yesterday. The caller stated that they were feeling the stimulation in their bicycle seat when they were standing up or when they were in the pool. The agent reviewed general therapy guidance with the caller. The agent reviewed to follow up with the hcp if the issue persisted.